Event description:
The customer contacted baxter's technical service center (tsc) regarding a check supply line alarm which occurred on the homechoice (hc) during fill 4 of 4, while refilling the heater bag. Per the registered nurse (rn), the hc was alarming before and another rn had swapped the blue clamp bag for the heater bag. The hc was still alarming check supply line. The baxter technical service representative (tsr) explained the alarm and had rn call the dialysis rn to see if it was okay to end therapy and drain the home patient (hp) of the fill volume, 536ml. There was patient involvement. (B)(4) contacted the nurse manager on (B)(6) 2011 regarding the check supply line alarm and the unknown nurse swapping out the heater bag with the final bag. The nurse manager said that the night nurse was called to another floor to assist an unknown nurse with the check supply line alarm. The manager confirmed that the unknown nurse had swapped out the solution bags with the home patient connected. The night nurse contacted baxter for assistance with resolving the alarm. Therapy was ended and a manual drain was completed. The home patient is doing fine and continuing therapy without any further issues. The cause of the alarm was unknown. All supplies have been discarded. There was no patient injury or medical intervention indicated at the time of the initial report. No further information available.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number are unknown.the sample is not available. Since the lot number is unknown, a batch review will not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint is for a report of an user error. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Per the trend review, the complaint rate for this issue is considered stable. Baxter will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.